Event description:
Customer's daughter reported hospitalization due to high blood glucose. Caller stated that physician wanted medtronic aware of the incident. Caller wanted to make sure that the insulin pump was not malfunctioning. The blood glucose reading at the time of the event was 970 mg/dl. Customer was complaining of stomach pain. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.